Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-07017. It was reported that balloon rupture occurred. A sv/5.5-4/4t/135 and a sv/4.0-10/4t/135 symmetry balloon catheter were selected to treat the lesion. However, upon inflation, both balloons ruptured. The procedure was completed with a different device. No complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The symmetry device was visually and microscopically examined. The balloon was unfolded which indicates it had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was identified leaking from a pinhole tear in the balloon material approximately 6mm proximal to the proximal edge of the proximal markerband. A visual and microscopic examination of the balloon identified no issues with the balloon material that have contributed to the complaint incident. No damage or any issues were noted along the shaft of the device. A visual and microscopic examination of the device identified no damage or any issues with the markerbands or tip that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was further reported that the lesion was more than 60-70% stenosed and was located in the tight superficial femoral artery or popliteal artery. A sv/4.0-10/4t/135 symmetry balloon catheter was advanced first to perform post dilatation. However, during the first inflation, the balloon ruptured. No same size of the balloon was available on the shelf and a sv/5.5-4/4t/135 symmetry balloon catheter was used and advanced to the lesion. However, during the second inflation, the balloon ruptured. The patient's status was stable.